Event description:
Information was received from the patient's physician that the patient was originally in the hospital for nausea, constipation, and gi issues and underwent surgery - all unrelated to the vns. It was stated that the vns was initially disabled with the magnet for a few days to see swallowing issues the patient was reporting were related to the vns and it was determined that they were not related to the vns as they did not cease with no stimulation. It was stated that after the magnet was removed and stimulation was being delivered again, the patient had severe throat pain and coughing that was related to vns stimulation, and the patient's settings were then adjusted and recovered. No additional relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital complaining of throat pain with vns. The patient's device was checked and system diagnostics results were within normal limits. No additional relevant information has been received to date.